Event description:
It was reported that the ilet user announced a meal, delivered a bolus, and then forgot to eat, which led to a severe low glucose episode. Review of device reports suggested a low around 50 mg/dl and no evidence of paused insulin delivery, and the situation was categorized as an accidental meal announcement with resulting urgent and low glucose events that were treated with oral glucose. Symptoms included hypoglycemia and dizziness/ lightheadedness. Outcomes included no lasting health consequences or impact and minor injury of low blood glucose resolved with oral glucose. Investigation included communication with the participant and analysis of information provided by the user and available reports. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure or method, with the user interface noted as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.